Event description:
The patient was implanted with a left ventricular assist device (lvad). The study coordinator reported that the patient had experienced transient alarms with device stoppage while at the hospital. Prior to the pump stoppage, it was reported that the system controller had been exchanged with no resolution to the alarms. The patient had also been switched from battery to power base unit (pbu) support; however, the study coordinator was unsure whether the patient had been on batteries or pbu support when the pump reportedly stopped. A decision was made to exchange the device with another lvad. During the pump exchange, it was noted by the surgeon that there was a cracked wire in the percutaneous lead that had not been observed in the x-ray due to the location (behind the pump). Pictures of the explanted pump and percutaneous lead were taken and will be forwarded by the hospital to the manufacturer along with the explanted device.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.